Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2021-05366. It was reported the physician confirmed lead migration. Surgical intervention took place wherein the system was explanted and replaced to resolve the issue. Ipg was electively replaced.